Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon reported that the lens was stuck in company cartridge and hence the lens was implanted and explanted. The lens was explanted during initial procedure. The procedure was completed on same day using another lens. There was no patient injury. Additional information stated that the patient symptoms were resolved.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Upon further review of the reported information, it was confirmed that there was no patient contact with the device.

Manufacturer narrative:
Corrected information was provided in b.2., b.5. And h.11. Upon further review of the reported information, following submission of the initial report, this event does not meet criteria for reporting as a malfunction. No further reports required. Additional information provided in d.10. The manufacturer internal reference number is: (B)(4).